Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 90mg/dl. Reportedly, the basal iq software suspended insulin delivery, however, upon removal of infusion site, customer found that insulin was being delivered. Reportedly, the customer went to the emergency room. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Multiple follow up attempts were made to gather additional information and complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.